Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.

Event description:
The mother reported water underneath the screen after the customer got the insulin pump wet. The insulin pump is no longer working. Advised that the insulin pump would be replaced. Nothing further was reported.